Event description:
At this hospital, hospital staff inspected the c2 and replaced the battery in february 2022. However, this month when hospital staff disconnected ac power when checking c2, c2 shut down. In the battery data, only cell voltage 4 is low and the led flashes when the check battery button is pressed. Can he replace the battery under warranty?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications when the device was disconnected from the ac power without any patient's involvement, because the battery could not provide sufficient power as it would have been intended. The root cause was determined to be a defective battery which was replaced. There was no patient or user harm.